Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and high capture thresholds. The cause of these observations was lead perforation. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Additionally, the lead passed the wire insertion test indicating there was no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and high capture thresholds. The cause of these observations was lead perforation. The lead was explanted and replaced. No additional adverse patient effects were reported.